Manufacturer narrative:
The hill-rom tech found the hand pendant was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech removed the hand pendant and the fault went away. The account will replace the hand pendant to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed hi/low would self-run when the bed is plugged in. The bed was located in cu at the account. There was no pt/user injury reported.